Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 1600 mg/dl at the time of the event and patient got treated with insulin trough insulin pump. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of feeling sick, unwell, headache, tired, weak, extremity pain, cramps, other loss of consciousness at the time of the event. During hospitalization, the patient was administered IV drip insulin pump to resolve the issue. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02946), was submitted on 30-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 04-jul-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013598. In question was manufactured at the osted site. Threshold analysis: a query was run on 04-nov-2025 against "final reporting decision equal "serious injury" and "death" ,"lot number" criteria equal 6013598. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6013598 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 04-jul-2025 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.